Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector (catheter adapter) separated from the silicone tubing of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the actual device and a photograph of the sample were received for evaluation. The photograph was reviewed and did not show evidence of the reported problem. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. Integrity of seal surface testing was performed; the transfer set patient adapter was tightened to a laboratory titanium adapter and leak tested with and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.